Event description:
Heartware left ventricular assist device (lvad) patients from acute rehab with hemoglobin 5.8 in the setting of international normalized ratio (inr) 3.1 (which rose to 6.5 over 48 hours- requiring reversal). Six units of blood were transfused over the hospitalization. Endoscopic evaluation included egd and colonoscopy: colonoscopy was negative, however egd revealed four duodenal angioectasias with bleeding in the duodenal bulb and the second portion of the duodenum; successfully treated using argon plasma. Patient successfully completed heparin to coumadin bridging; asa 325 was resumed.